Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of benefit. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.